Event description:
Physician contacted laserscope/ams to report that there was light in her center vision due to bad glasses. Information reported by the physician was that her retina was ruined.

Manufacturer narrative:
The physician reported to laserscope/ams that she had not seen a doctor. No malfunction of the laser was reported. Correct eyewear, p/n 0010-0008 was sent to the facility. Optical density for this eyewear is sufficient for use with the gemini laser. Od is 5 @ 532nm and 5 @ 1064nm. Eyewear was sent back to laserscope/ams for evaluation. Preliminary evaluation has taken place: the eyewear does not exhibit any anomalies in terms of performance at 532nm and 1064nm. Therefore, initial assessment is that the eyewear is safe for use on a gemini laser. Further in-depth analysis will be performed and results will be presented a in follow-up medwatch report.